Manufacturer narrative:
Evaluation results: one cadd administration set was returned for investigation. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. A delamination was found in at least one join of the filter within the tube. A leak was observed fleeing from the air vent of the filter. A root cause for the product problem was not established.

Event description:
Information was received indicating that the cadd administration set leaked. The kit was use to administer 133.8 ug pouch of blincyto with the solis vip 2120 cadd pump for a 96-hour home delivery. After more or less than 42 hours of the connection, the patient noticed that there was a leak in the 0.22 um filter. It was reported that the leak did not have an impact on the treatment. There was no reported injury to the patient.